Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to the customer's site to troubleshoot the issue. The fse replaced the buffer valves. The system was verified with calibration, precision run and qc. Once this was completed the system was restored to full functionality. The failure mode of this event is defective buffer valves. (B)(4).

Event description:
The customer reported the generation of erroneous high sodium and potassium and no value chloride patient results on their beckman coulter au5800 clinical chemistry analyzer. . The erroneous patient results were not reported outside of the laboratory. There was no report of change to patient treatment in connection with this event. There was no report of calibration or qc issues reported by the customer.